Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. The product was evaluated. The product was evaluated. An external visual inspection was performed and passed. Voltage check was performed and passed. A review of the bin file was performed and pairing failed was found within the investigation window. The allegation was confirmed. The probable cause was a defective transmitter. In addition, a transmitter failed alert was found in connection to the reported allegation. The reported event of pairing failed is reportable based on the finding of a transmitter failed alert. No injury or medical intervention was reported.